Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was a fungal infection around the eyes which spread to the blood and liver. The caller stated that the customer had a pancreatic tumor and a lung infection that may have led to the customer's passing. The customer¿s blood glucose was 504 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to hospitalization per the doctors advice. The customer was not using sensors at the time of passing. The caller stated that the customer was neglected at the hospital. The caller agreed to return the insulin pump for analysis.